Event description:
Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. The device was surgically explanted and replaced without incident. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.